Event description:
A customer from a veterinary laboratory reported a sample that had been originally reported as a normal creatine kinase (ck) result, was questioned by the veterinarian. When the result was repeated, it was higher. A corrected report was issued. No data was provided for review. (B)(4).

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse performed adjustments and replaced one reagent syringe and both sample syringes. The fse also inspected the wash station and replaced one o-ring in the manifold. These actions resolved the issue.